Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of the small intestine, after connecting the reload, when trying to fire, the device could not fire. A new device was used to complete the case. No injury.